Event description:
The technician alleged that the cardio pulmonary resuscitation is not functioning and the head of the bed will not lower. No patient impact.

Manufacturer narrative:
The technician found the head drive was not functioning. The technician replaced head drive to resolve the issue.